Event description:
Spacelabs healthcare was notified that xhibit telemetry receiver (xtr) beds disappeared from the xhibit central station. There is no patient or user harm reported with this event.

Manufacturer narrative:
A spacelabs product support specialist reviewed logs for the xhibit telemetry receiver (xtr) and determined the xtr suffered from a sudden shut down. The xtr restarted, however, after the restart the xtr did not properly connect to the xhibit central station. The xtr was restarted via the xtr service tool, and the issue was resolved following a healthy restart. As a precaution, the xtr was removed from use and will be shipped the unit to spacelabs for depot repair. At the time of this report, the unit has not yet been received. Once the unit is received and evaluated, a follow up report will be submitted in accordance with 21 cfr 803.56 when the additional information is available.

Manufacturer narrative:
The customer returned the xhibit telemetry receiver (xtr) to spacelabs healthcare for additional investigation. A spacelabs healthcare product support specialist (pss) tested the unit and was unable to verify the reported issue. The pss forwarded the device to the service depot for additional investigation. At this time, the service technician has not evaluated the xtr. A supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The device was forwarded to an esc technician for additional testing. The esc technician evaluated the device and was unable to verify the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer. The product support specialist informed the customer of the findings and as a precaution, the pss recommended the use of a uninterruptible power supply. The cause of the reported issue could not be determined.